Event description:
Philips received a complaint by the customer on the v60, indicating that the device turns on and off on it own. The system was not in clinical use; there was no reported harm to patient/user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse suggested replacement of power management printed circuit board assembly (pm pcba) to the customer.

Manufacturer narrative:
H10: the field service engineer (fse) replaced power management printed circuit board assembly (pm pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.